Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the trailing haptic stuck in injection. The procedure was completed with unspecified lens on the same day. There was a patient contact and no patient harm. Additional information has been requested.